Event description:
It was reported by the customer that the trocar "would not load". No further information was available. 5/9/2001 information obtained during analysis changed decision to a malfunction.